Manufacturer narrative:
The customer reported activflo routine I-taped-yellow 1000, p/n 39lc-500-9-l, lot 20240716 was popping open. The small plastic locking pieces on the front of the cassette are weaker than usual and have been breaking or not strong enough to lock properly. No adverse events were reported. Trending analysis from 26 jun 2024 to 26 jun 2025 reported one (1) other related occurrence of this issue for this product lot. The product history was reviewed and did not identify information in the manufacturing record for this product that could have caused or contributed to the problem reported in this complaint. Manufacturer testing of retain samples was unable to replicate the "yellow cassettes aren¿t staying closed" reported by the customer. The root cause for the "yellow cassettes aren¿t staying closed" reported by the customer could not be unequivocally determined from the information available. If additional information is received a follow up MDR will be submitted.

Event description:
On 23 june 2025, leica biosystems received the following information: "yellow cassettes aren¿t staying closed. They keep popping open on them. About 15% of the cassettes are having issues." No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date.